Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2020 wherein both leads were explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 3006705815-2019-04885. It was reported that both of the patient's leads had migrated. The issue was confirmed via x-rays. In turn, surgical intervention will take place at a later date to address the issue.